Event description:
It was reported via legal documentation that a patient had an initial left knee arthroplasty on (B)(6) 2007 and then approximately 9 years, 10 months later was revised on (B)(6) 2017 for osteolysis, bone loss, synovitis component loosening, polywear and debonding, instability, joint pain, stiffness, and swelling, foreign body reaction synovitis: insufficient information. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. H6. Investigation results: there is no information provided for the optetrak device. The cause of the patient's condition and revision surgery as related to the devices cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis. There is no other information available.

Manufacturer narrative:
H10. D10. Concomitants - product information: tray, tibia trapezoid cemented (no ref, sn: (B)(6)) extension, femoral and tibial fluted stem (no ref, sn: (B)(4)) patella three peg (no ref, sn: (B)(6)). The revision reported was likely the result of prosthesis wear and instability. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear and instability could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b1, b2, e4 (remove erroneous entry from initial report), g2, g3 (correct initial report to 06-may-2023), h6 clinical codes, medical device problem codes, component code, types of investigation, and investigation findings. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.